Manufacturer narrative:
Additional information: plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced a fluid leak during fill 1 of 4 during their pd treatment. The patient reported that the fluid leak is coming from where the patient connects to the patient line. There was no fluid in or on the cycler. The patient was advised of how to cancel treatment as requested and no further assistance was needed. Upon follow up, it was reported that the patient did not complete treatment. Per the clinic¿s procedure the patient was prescribed prophylactic antibiotics (type and dosage unknown). It was confirmed that despite the prophylactic antibiotics, there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The patient is continuing with peritoneal dialysis on the same cycler without issue and without reoccurrence of the reported event. The cassette used by the patient is not available to be returned for physical evaluation.